Event description:
Custsomer claims that after removal of the catheter following a standard embolectomy procedure, it was noticed that the catheter balloon was separated from the catheter and remained inside the pt. The pt was reported to be doing fine. A second catheter balloon burst during the procedure. No pt injury or complications reported on the second catheter.